Event description:
Treatment of a small unruptured aneurysm measuring 3mm x 3mm located in the supraclinoid segment of the right ica (internal carotid artery). The pt was given dual antiplatelet therapy. On (B)(6) 2014, the pt underwent pipeline embolization treatment. During the procedure, it was reported the proximal end of the pipeline (5mm x 16mm) opened correctly, but did not fully oppose the vessel wall. Full wall apposition was achieved when the marksman catheter was advanced through the device in order to capture the capture coil. The procedure was completed without further issues and dsa (digital subtraction angiography) showed optimal placement and full wall apposition. Post procedural angiogram showed slow flow into the aneurysm. The pt was reported to have been discharged per standard procedure.

Manufacturer narrative:
The device involved in the event will not be returned for eval as it was implanted in the pt.